Event description:
The customer reported that the insulin pump had water under the screen. Troubleshooting was performed. The customer stated taking a shower with the pump on. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of the moisture damage on the electronic assembly.